Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (suspected thrombus and flow issue) cannot be conclusively determined through this investigation. The evaluation of heartmate 3 left ventricular assist system, serial number (B)(6), did not reveal any device-related issues. (B)(6) was returned assembled with the pump cable fully intact. The sealed outflow graft and bend relief collar, modular cable, and apical cuff were not returned. Visual inspection of the smooth and textured blood-contacting surfaces of the device did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 left ventricular assist system instructions for use lists thromboembolism as an adverse event, as well as a late post-implant complication, that may be associated with the use of the heartmate 3 left ventricular assist system. The instructions for use explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and notes that changes in patient conditions can result in low flow. This document describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 03may2021. The heartmate 3 left ventricular assist system instructions for use is currently available. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 1 also lists thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through perfusion, and the surgeon that during a pump exchange from another manufacturer's device to heartmate 3 (hm3), the pump was suspected to have ingested tissue upon starting it. When the hm3 pump was turned on and the speed increased to over 5,000 rpms, no flow was being calculated on the system monitor. The surgeon removed the pump from the attached apical cuff, and could visually see tissue in the inflow cannula. The tissue was cleaned out and the pump was placed in a pitcher of saline to see if the system would calculate flow. No flow was calculated. For fear of tissue obstructing the flow in the pump, the surgeon made the decision not to use the pump. The surgeon replaced the pump with a new hm3 pump with concern the pump had tissue obstructing flow. The new pump implanted was reported to be working as intended.